Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the local distributor stated there was bleeding from space between the apical cuff and the pump body (B)(6) during implantation. The pump had been released from the apical cuff and it was confirmed that the apical cuff was clean without stitch or glue. The locking mechanism of the lvad was also clean. The pump reconnected to the apical cuff with a twisting maneuver. The bleeding between the apical cuff and the pump persisted. The pump was pushed towards the apical cuff but bleeding still persisted. The abbott team was contacted and it was decided to exchange the pump for a new pump (B)(6). The bleeding between the pump and apical cuff still persisted. The abbott team was contacted again and it was agreed that the apical cuff be exchanged for a new one. The bleeding resolved after doing this. The patient was stable at the time of the report. The patient was stable at the intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.